Event description:
Customer's mother called reporting keypad issues and button error alarms on her daughter's insulin pump. Customer's blood glucose is 149 mg/dl. Customer was at a fun park and went on a water ride, so the device may have been splashed. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.